Manufacturer narrative:
(B)(4). (Eval method) - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA. (Eval results) - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA. (Conclusions) - the investigation is still ongoing on this event. When the investigation is completed a f/u.

Event description:
The pt was scanned with the 7ch breast coil on an achieva 1.5t system. A day later the pt returned to the hospital and reported a second degree of 3 to 4 cm in the neck.